Manufacturer narrative:
During repositioning, the enterprise stent (enc453712/ 10073994) could not be pushed or pulled in the prowler select plus micro catheter (606s255x/ 15675916). Irrigation was properly checked. Prior to the event, the introducer was properly inserted in the y connector up to the hub, and then the stent was slowly pushed into/thru the microcatheter. After the event, both devices (prowler microcatheter and enterprise stent) were removed as a unit. The procedure was completed using another stent and prowler select plus microcatheter; the same microcatheter was not used to continue and complete the procedure. A jailed technique was used during the case. The delivery system will be returned back, however the prowler select plus was discarded. All labeling guidelines for insertion of the enterprise were followed, and the mc was not re-shaped prior to use. After the event, no damages were noticed on the device (delivery system or tip-unraveled, stretched, kink, bend, fracture, premature detachment, etc, stent-uplifted struts, kink, bend, fracture, separated, etc), and the stent is not going to be returned for analysis. The target site was basilar aneurysm with normal aneurysm and vessel characteristics. There was no patient injury reported with the event. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10073994. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non-sterile enterprise vrd system was received coiled in a plastic bag, residues of dried blood were found on introducer tube/delivery wire; no other anomalies were noted. Delivery wire was found inside introducer tube. The stent was not returned for analysis. The delivery wire coil tip was inspected under a microscope. A flattened area was found on the distal section. No other anomalies/damages were found. Functional test was performed with the returned components and no anomalies were noted. The enterprise delivery wire (without stent) was inserted through a lab sample microcatheter through a y connector. The delivery wire was able to be advanced completely through and out the distal end of the microcatheter; no resistance friction was felt. Based on the available information and without the return of the entire enterprise system and prowler select plus microcatheter no conclusion can be made. There was no resistance with functional testing of the returned delivery wire. The cause of the event experienced by the customer and the cause of the flattened area found on delivery wire coil tip could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It was reported that the enterprise system could not be pushed or pulled through the microcatheter for repositioning. The instructions for use (IFU) outlines that if stent positioning is not satisfactory, the stent may be recaptured and repositioned one time. It is cautioned that the stent may be fully recaptured once. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal markerband (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. It is noted that when advancing the infusion catheter over the stent during recapture, it may be necessary to keep the stent stable with tension on the delivery wire. If is cautioned that if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to un-sheath the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. It is possible that procedural factors or handling may have contributed to the reported event; however, no definitive conclusion can be made. The records indicated that the product met specification prior to shipment; therefore, no corrective action will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00326 and 1058196-2012-00327.

Manufacturer narrative:
One non-sterile enterprise vrd and delivery was received coiled in a plastic bag, residues of dried blood were found on introducer tube/delivery wire; no other anomalies were noted. Delivery wire was found inside introducer tube. Note: stent was not returned for analysis. Coil tip was inspected under a microscope. A flat was found on the distal section, no other anomalies/damages were found. Functional test was performed and no anomalies were noted. The enterprise (without stent) was inserted on a microcatheter through a y connector; delivery wire crossed completely through microcatheter. No resistance friction was felt. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10073994. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as "delivery wire resistance/friction" was not confirmed, the sample was functionally tested and no resistance/friction was felt during insertion/withdrawal process. The cause of the event experienced by the customer and the cause of the damage found on coil tip could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00326 and 1058196-2012-00327.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00326 and 1058196-2012-00327.

Event description:
During repositioning, the enterprise stent (enc453712/ 10073994) could not be pushed or pulled in the prowler select plus micro catheter (B)(4). Irrigation was properly checked. Prior to the event, the introducer was properly inserted in the y connector up to the hub, and then the stent was slowly pushed into/thru the microcatheter. The procedure was completed using another stent and prowler select plus microcatheter, after the event, both devices (microcatheter and enterprise stent) were removed as a unit, and the same microcatheter was not used to continue and complete the procedure. A jailed technique was used during the case. The delivery system will be returned back, however the prowler select plus was discarded. All labeling guidelines for insertion of the enterprise were followed, and the mc was not re-shaped prior to use. After the event, no damages were noticed on the device (delivery system or tip-unraveled, stretched, kink, bend, fracture, premature detachment, etc, stent-uplifted struts, kink, bend, fracture, separated, etc), and the stent is not going to be returned for analysis. The target site was basilar aneurysm with normal aneurysm and vessel characteristics. There was no patient injury reported with the event.